Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the cause of death is unk. Additional information has been requested, but not rec'd. It is unk if an autopsy was or will be performed. Should additional information be rec'd, a supplemental report will be submitted.

Event description:
Medtronic rec'd information that this mechanical prosthesis was abandoned after implant. It was reported that anatomic structures prevented the valve leaflets from proper closing. A rotation of the valve was attempted but due to anatomical structures, was unsuccessful. This was thought to be due to interaction with the ventricular myocardium. The valve was explanted and replaced with a hancock ii valve. During the procedure, the annulus was damaged and a left ventricular assist device was implanted. It was reported that the pt was reoperated (due to bleeding) and died 3 days after implant. The cause of death is unk. Additional information was requested but not rec'd. It is unk if an autopsy was or will be performed.